Event description:
While in use on a ventilated patient in the ICU, the device disconnected from the piece connected to the patient's breathing tube and the piece that connects to the ventilator circuit without any provocation. Staff were taping it to keep secured. No harm to the patient. Device was eventually disposed of and replaced with same item without any issues.